Event description:
The pt reported having concerns with the up button not responding. Pt reported the up button is harder than normal to press and sometimes he will have to press it more than one time for it to respond. Pt stated he noticed the issue while attempting to bolus. Pt reported the buttons pop back up when pressed, but he states the up button is "starting to give out". No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.

Manufacturer narrative:
The infusion device was thoroughly evaluated. The up button does not operate and the rubber of the ground plate and up/down buttons is worn.